Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving drug, unknown via an implantable pump for cancer chemotherapy. It was reported that the healthcare provider (hcp) was receiving more fluid back in the pump reservoir than what was expected, this apparently has occurred on two separate occasions. Factors that have led to the issue is that the catheter was placed in the hepatic artery. Event logs and pump do not indicate any motor stall. Catheter die study has not been performed. Patient was having the pump removed, not because it was in effective, but because patient was nearing end-of-life. Hepatic artery infusion pump, hemostatic liver cancer. The patient status at time of this report was alive no injury. The issue was not resolved at time of this report. Additional information stated that the expected reservoir volume was 3cc and the actual reservoir volume was 16 cc. The end of life was caused by the patient having a live cancer which is not related to the device or therapy.